Event description:
It was reported that the customer's insulin pump had several error alarms during the prime process. It was stated that the piston continue moving forward after it makes contact with the reservoir, and insulin squirted out. It was stated that the customer was advised that the insulin pump should be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk.